Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was failed and unable to get the medications. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6), was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that the drawers were failed. A field service engineer (fse) inspected and confirmed that the station was functioning properly. After the customer rebooted the station, no failed icons were observed. The customer performed pocket testing without any further issues. The system functioned as intended after the customer resolved the issue.